Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. The log file analysis shows that the system detected an issue with the motor controller module (mcm4) of the stand. As a result, stand movement was prohibited and only table movement was available. Upon investigation the service engineer found a cable squeezed inside the base rotation chain. This caused a short circuit which was detected by the mcm4 leading to the described behavior. After the cable was fixed and tied properly to the stand base the system recovered. Normally the cable is tied to the frame with a cable tie, but this one broke and the cable was caught. This is the first known occurrence of this type and the occurrence rate is below the defined threshold. The cable was repaired by the siemens service engineer and a new cable tie was used to fix the cable. The manufacturer is not planning any further corrective action as this was the first known occurrence of this type of issue.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen floor system. During an interventional procedure the user reported no c-bow movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.